Event description:
An employee from the patient's clinic reported that the patient asked him to call because "the patient's blood sugar is whacky" and "she is not using the pump properly." A company representative contacted the patient and she stated her blood glucose is erratic and "my blood sugar is out of control because I don't bolus right." She stated this has been occurring since she started using her infusion device in 2001. She stated that last night her blood glucose was 53 mg/dl and she drank a glass of milk and ate half of a sandwich to bring her blood glucose back up. She stated her recommended blood glucose level is around 120 mg/dl. The patient stated she usually "feels bad" when her blood glucose is out of her recommended range and when it is low she feels confused, sweaty, and shaky and she drinks juice or soda to correct her blood glucose level. When her blood glucose is high she stated that her chest hurts and she gives herself extra insulin by bolusing. The patient stated that her blood glucose problems are because she doesn't understand how to calculate a bolus. The patient stated that she has only had to have medical attention once in the last 2-3 years and she stated "I know why that happened." The patient did not elaborate on the medical attention and further attempts to gather more information were unsuccessful. She stated she changes her infusion sites every 3-4 days. She was advised to change her infusion site every 3 days. The patient agreed to meet with a trainer to help her learn to calculate her boluses. No product will be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.